Event description:
It was reported that a novum iq large volume pump under infused ketamine during therapy. The programmed volume to be infused was 90ml; however, when the pump displayed that remaining volume to be infused was 0 ml, it was observed that 10ml still remained that had not been infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.